Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. Product ID 8590-1, lot# n478654, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 3mg/ml at 0.3995mg/day and clonidine 125mcg/ml at 16.64mcg/day via an implantable pump. The indication for use was non-malignant pain and cervical/neck. The patient had a it (intrathecal) catheter replacement the day of the report and found to have a migration of the previous catheter. The reporter was unsure of when this was diagnosed. The patient had experienced lack of effect. It was unknown if this was a sudden or gradual change in therapy/symptoms. The previous dose of hydromorphone 0.8mg/day and clonidine 34.05mcg/day was decreased today the day of the report. When the patient first started to experience the lack of effect and the catheter migration, troubleshooting performed related to the catheter migration, the cause of the catheter migration and the outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent